Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Additionally the alleged unresponsive touchscreen issue, the alleged wake button issue, and the alleged touch screen pixel issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shutdown unexpectedly. Subsequently, the touch screen and the wake button were unresponsive. Additionally, some display pixels were missing or displaying incorrect colors. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.